Event description:
Patient revised to address femoral component loosening.

Manufacturer narrative:
Examination of the submitted device revealed evidence suggesting poor device fixation. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the reported device loosening; however, evidence was found suggesting poor fixation, which was a likely contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.